Event description:
The customer reported to olympus, the video system center had error e226 - scope communication error. The error occurred only with one camera head type and with the other it worked ok without the error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and an e226 error message was displayed due to a faulty optical harness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: faulty optical harness. Olympus will continue to monitor field performance for this device.